Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that channel disconnects. The channels were infusing norepinephrine, vasopressors, ¿life support medications¿. The infusions were all stopped due to the channel disconnects. The patient¿s blood pressure was already ¿60 over something¿. There was a change in the patient¿s blood pressure due to this event but it is not clear what the change was. The clinician was able to get new pumps and ¿changed everything¿. There was no reported patient harm. Though the clinicians feel that devices are negatively affected by the cleaning wipes they use. This was reported to bd representatives during their site visit.

Manufacturer narrative:
Correction: describe event or problem. Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device channel disconnected was not determined because no product or device logs were returned. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that channel disconnects. The channels were infusing norepinephrine, vasopressors, ¿life support medications¿. The infusions were all stopped due to the channel disconnects. The patient¿s blood pressure was already ¿60 over something¿. There was a change in the patient¿s blood pressure due to this event but it is not clear what the change was. The clinician was able to get new pumps and ¿changed everything¿. There was no reported patient harm. Though the clinicians feel that devices are negatively affected by the cleaning wipes they use. This was reported to bd representatives during their site visit. Although requested no additional information will be provided by the customer, no devices will be returned.